Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer's blood glucose. The issue occurred a year ago, but the pump began charging again, and no further assistance was required.